Event description:
There was no patient involved in this event. The device is emitting an audible beep and "memory full" warning. A device in this fault mode, if left undetected could result in failure of the device to perform as intended if required.